Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eight images of the event were provided. The executive summary was provided for review with estimated measurements of the aortic annulus. These estimates were in line with a 34 mm evolut. A fluoroscopic valve check provided; however, it was not possible to confirm whether it was the first valve or the second valve. Evidence supports that the valve was not misloaded. It was reported that after a 20mm pre-dilatation was performed, the valve was deployed at a shallow depth and trace paravalvular leak (pvl) was observed. Imaging shows the valve at the point of no recapture in the right anterior oblique projection. Without a contrast injection, it was not possible to confirm depth was shallow. The valve was recaptured and an attempt was made to implant at 3mm depth. Imaging shows that the valve was recaptured and redeployed to the point of no recapture, which resulted in a more constrained valve and severe pvl. It was reported that the valve was recaptured and removed and a new valve and delivery system were prepared. Imaging of the second valve deployment was not provided for review. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6 to add code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1 a2 b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that corrected the minimum diameter of the left ventricular outflow tract (lvot) from 20.4 millimeter (mm) to 21.1 mm. Due to the infold observed after the first recapture of the first valve, a procedural delay resulted as a new valve was prepared and loaded. Per the physician, the patient's aortic valve calcification with severe calcification of the leaflets contributed to the valve infold. After the second valve was implanted, moderate paravalvular leak (pvl) was observed prior to the post dilatation.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure a pre-dilatation was performed with a 20mm non-medtronic balloon. At initial deployment, the implant depth was too high at 1mm and a trace paravalvular leak was observed. The valve was recaptured and an attempt was made to implant at 3mm depth. After the second deployment, infolding and constraint of the valve were noted. The valve was recaptured and redeployed, which resulted in a more constrained valve and severe paravalvular leak. The valve was recaptured and removed. A new valve and delivery system were prepared. The native valve was pre-dilated again with a 22mm non-medtronic balloon. The valve was 80% deployed and an infold at the annular level at the non-coronary cusp extending to node 3 was observed. The physicians decided to fully deploy the valve and perform post-dilatation. Catheter gradient measured 14 mmhg. Transesophageal echocardiography confirmed under-expansion of the valve. A 26mm balloon was used for post-dilatation, resulting in a fully expanded valve with a gradient of 0 and no paravalvular leak. Imaging revealed a severely calcified non-coronary cusp leaflet, which con tributed to the under-expansion of the valve. The minimum diameter of the left ventricular outflow tract was 20.4mm, which influenced the choice of balloon size for pre-dilatation.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012713087); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012740597); product type: 0195-heart valves; product ID: evproplus-34 ((B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.